Event description:
The surgical team opened a chronic ear pack for a procedure. Inside were 10 4x4 x-ray detectable sponges wrapped in a paper band; but there was also a loose 4x4 x-ray detectable sponge loose in the basin.

Manufacturer narrative:
A user facility medwatch report ((B)(4)) was received on 03/31/2022 reporting the surgical team opened a chronic ear pack for a procedure. Inside were 10 4x4 x-ray detectable sponges wrapped in a paper band; but there was also a loose 4x4 x-ray detectable sponge loose in the basin. The sample has not been returned for evaluation. Potential root cause: slip lapse assembly error, when placing the gauze into the tray. The assembler possibly pulled 1 each gauze from another stack. Corrective action: the employee responsible for this assembly error, no longer works with deroyal. This incident has been reviewed with the process manager. An inventory check was made by deroyal, a total of 125 gauze was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.